Manufacturer narrative:
Device evaluation: the zilver vena venous self-expanding stent of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. The customer reported issues with stents for 03 patients, the most recent was due to thrombosis. 03 attempts were made to gain more information regarding the events however no new information was received. It is assumed that all 03 issues were in relation to thrombosis. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0091) lists the following adverse event: ¿restenosis, occlusion or thrombosis of the stented vein¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause can be attributed to a known potential adverse event associated with the use of the device. As previously mentioned, thrombosis is listed as a potential adverse event in the IFU. Additionally, from the event description the cause of the thrombosis for 01 patient was possibly due to the patient stopping their anticoagulation medication. 03 attempts were made to gain more information regarding these events however no new information was received. The customer advised that there was no information on lot numbers or rpns of the stents. Should more information become available at a later date, the complaint can be reopened and updated. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 03 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, an additional stent was placed for 01 patient. The outcome for the other 02 patients was unknown however thrombosis is likely to result in surgical intervention and/or prolonged hospitalisation.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
PMA/510(k)#: p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - on (B)(6) 2024 - the doctor said that he has had three patients in the recent past that have come back early due to some issue with their stent. The most recent one was due to thrombosis. The thrombosis was mostly cleared and an additional stent was placed on (B)(6)2024. The doctor thinks that the problem with the most recent patient was caused by the patient stopping their anticoagulation therapy. Was patient hospitalized - unknown delay or additional procedure - for one, the thrombosis was mostly cleared and an additional stent was placed. Unknown for the other two. Addtl procedure due to product - for one, the thrombosis was mostly cleared and an additional stent was placed. Unknown for the other two. Adverse effects on patient - unknown, adv effects due to product - unknown.